Manufacturer narrative:
E1: initial reporter phone no.: (B)(6). The device was not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that there was a connection issue between the minicap transfer set and cassette. The patient was unable to disconnect from the cycler. This occurred when disconnecting after peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Additional information: d1: brand name d4: catalogue #, d4: unique identifier (UDI) #, d9, g1, g4 (ma/510k # or bla #), h3, h6 and h11. D4: the lot number is unknown, therefore, only a primary di number could be provided. H11: the device was returned for evaluation connected to a transfer set. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The transfer set was connected and disconnected by hand using the returned amia patient connector and no issues were observed. The reported connection issue was not verified. Should additional relevant information become available, a supplemental report will be submitted.